Event description:
Upon withdrawal of the powerflex p3 (4205040x), the distal tip by the radiopaque marker separated in the patient. The physician was performing a dilatation to a restenosis in the left superficial femoral artery. The vessel was approached contralaterally, and the tip separated in the right superficial femoral artery. There was no tracking difficulty experienced while advancing the product to the lesion; however, resistance was encountered between the vessel and the product upon withdrawal. There were no kinks observed in the product. The product was prepped accordingly. The vessel was diseased and restenosed. The male patient was sent to surgery for removal of the product. The current status of the patient is unk. The product will be returned.

Manufacturer narrative:
This product is available; however, product has not been received for analysis. Add'l info will be provided within 30 days of receipt.